Event description:
It was reported that the fluid spilled and needed to be cleared. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date: 19-jun-2024. One device was returned for repair in used condition. This device has not been serviced in the past. Physical condition of this device has scratched lcd lens, sticky latch lock, damaged battery compartment, contaminated battery compartment, bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and fluid spill on device causing contamination throughout device. No evidence found in event history log. Replaced the dso sensor and the uso sensor to correct the reported issue. Device passed all functional tests after the repair.